Event description:
It was reported ¿I have looked into 1 patient who is currently on the ward this week who had a blocked PICC within 24 hours of insertion and required a new PICC line. This patient had a their next PICC reinserted with this same batch number with issues again within 24hours.¿ it was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx3540 showed six other similar product complaint(s) from this lot number.